Event description:
Customer was taking a collimator off head #2 and was approx 3 feet away from the camera head when the collimator fell off the server onto the floor. Customer stated that they had no problem unloading. The collimator from head #1 and that everything went smoothly with unloading collimator #2 until it fell.